Event description:
It was reported that cadd legacy pump was continuously beeping; foggy lens; last error code 1270. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Found fluid ingression on the downstream sensor that could cause continuous alarm. Lens was foggy and messages error code 1720 on the pump display. Root cause was found to be a fluid ingression. Replaced downstream sensor, lens and back-up capacitor.

Event description:
Additional information received on 11-may-2022: via email file cc-0150360 stating that event did not occur while in use by patient. Found during testing